Event description:
Pt is 31 yr old, caucasian female who works as operating room technician. She started experiencing urticaria of hands, arms, face. Symptoms persisted to itching, burning eyes, rhinitis, angioedema and respiratory distress. She now has to avoid latex completely to be safe, and experiences symptoms when in contact with latex of any form.